Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was performed to treat a lesion. The hi-torque balance middleweight hydro 014 guidewire was attempted to be advanced; however, it was noted separated; therefore, the device was retrieved. Another unspecified device was used to complete the procedure. There were no reported adverse patient sequela and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported material separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation determined the reported material separation and subsequent treatment appear to be related to the operational context of the procedure. In this case, return device analysis noted the fracture faces of the guide wire were jagged and a bend was noted at the separation. This indicated that the guide wire likely separated due to force at a kink or bend. There was no damage or anomalies noted to the guide wire during the inspection prior to use or during preparation for use which suggests a product quality issue did not contribute to the reported difficulties. It is likely that interaction with the patient¿s anatomy or an accessory device resulting in the material separation and coil damage. There is no indication of a product quality issue with respect to manufacture, design, or labeling.